Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck with a non-boston scientific guidewire. The physician was able to remove the ivus catheter along with the guidewire. The procedure was completed with another of same device. No patient injury was reported.